Event description:
This lead was implanted at (B)(6) 2012 and remains implanted at this time. A call placed to technical services on (B)(6) 2013 states that at (B)(6) 2012 was last check and everything was fine. Today threshold was higher at 2 v @ 0.4 ms, impedance in the 350 ohm range which is down from the 600 ohm range from 1 year ago and r waves lower at 5 mv which is down from > 12 mv. Isometrics performed and no noise reproduced; lead measurements remained stable during isometrics. Underlying rhythm is ventricular sensing in the 30 bpm range. When patient left the clinic today, she called back after about an hour stating she didn't feel well and wanted to have her device checked again. She was re-evaluated and device still showed normal function. Patient reported that she has a thyroid problem and so was going to call her primary md for follow-up. This patient will be seen again in the device clinic in 1 month. The physician was dr. (B)(6) at the (B)(6) medical center in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).